Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case was dented. Lower case and one side bail cover were broken. Ring cover, ring cover screw, ring, and one side bail were missing. Battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was unable to sense on the atrial channel. The epg was returned for repair. There was no patient involvement.